Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during a revision procedure to replace a competitor device these right atrial (ra) and right ventricular (rv) leads were damaged. After the setscrews were loosened and the physician began to apply traction to the leads, insulation became damaged and the internal coils stretched with the terminal pins breaking away from the lead body. New lead were subsequently implanted with the replacement device. The explant status of the chronic leads is unknown at this time. No adverse patient effects were reported.